Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Was the hypokalemia related to the study product? None. 2. Was the hypokalemia related to the study procedure? None. Log line 4 for thrush was treated with a drug therapy. Log line 9 for hypokalemia adverse event severity was updated from mild to moderate log line 6 for metabolic acidosis adverse event severity was updated from mild to moderate. Log line 1 for low hb was updated from a serious adverse event to a non-serious adverse event log line 5 post-op pain adverse event severity was updated from mild to moderate this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: a1, h6. Health effect - clinical code: e2402 ¿ hypokalemia additional information was requested and the following was obtained: the patient experienced hypokalemia on (B)(6)2021 and it was resolved on (B)(6)2021. 1.please provide information on health care facility? The database does not ask for details regarding the health care facility. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the hypokalemia related to the study product? 2. Was the hypokalemia related to the study procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: log line 1 for low hb has had the severity updated from mild to moderate. Log line 2 for bleeding from the drain site was possibly related to the study procedure. In addition the severity has been updated from mild to moderate. Log line 6 for metabolic acidosis was resolved and treated with a blood transfusion. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient experienced thrush ((B)(6) 2021) and was prescribed anti fungal medication. The patient experienced loose stools ((B)(6) 2021), and was advise to contact a dietician. The patient also post-op pain ((B)(6) 2021), metabolic acidosis ((B)(6) 2021), hypertension ((B)(6) 2021), and bradycardia ((B)(6) 2021). All of the aforementioned patient consequences have not been linked to the study product or study procedure. The following information was requested, but unavailable: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Is the adverse event, bleeding from the drain site, related to the study product?

Event description:
It was reported that a patient underwent a right hemihepatectomy procedure on (B)(6) 2021 and absorbable hemostat was used. The patient experienced bleeding from drain site and low hb, which was addressed via a blood transfusion on (B)(6) 2021. The hb was 77 post theatre. Additional information was requested.